Event description:
A vena cava filter was implanted in a morbidly obese patient six months prior to gastric bypass surgery. One month after the surgery, the patient returned to the hospital complaining of chest pains, weakness and vomiting. The patient expired. It was rep0rted that the cause of death was unknown but was probably due to a pulmonary emboli. Upon autopsy, it was reported that an arm of the filter was in the right lung. The autopsy report was not released for review.